Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00374. It was reported that patient¿s leads had migrated. Surgical intervention may take place to address issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention was undertaken , wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
E1 - initial reporter. The initial reporter was inadvertently entered as dr. (B)(6) in the initial report and has now been corrected in additional report-2.